Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump was noisy, suggesting the possibility of a mechanical failure. The roller pump continued to function with respect to pumping fluid through the extracorporeal circuit. There was no adverse consequence to the pt as a result of this event.